Event description:
During a tka procedure the surgeon placed the device down on the surgical field after use. The patient's leg was put down on top of device inadvertently and the weight from the leg caused the activation button on the device to be depressed, the device was activated, and the activation burned the patient (2nd-3rd degree burn). It was not noticed the device was active under the patient's leg until after the end of the case, therefore, it is unknown how long the device was activated underneath the patient's leg. Burn initially treated with santyl nickel ointment, dressing, and kerlex (used to hold dressings in place). The patient was released to his home on (B)(6) 2014. The burn was confirmed to be the following dimensions, 11.5 by 9.5 centimeters, and 1 cm deep. Burn affected the fatty tissue and did not reach the fascia/muscle tissue. The burn had green spots of necrotic tissue and the wound did have some fluid discharge that needed to be drained. But the discharge and wound were not infected. The patient is being treated at home by a third party home healthcare.

Manufacturer narrative:
(B)(4). (Method, result and conclusions): device discarded by user therefore unable to be returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.